Event description:
A medtronic representative reported that navigation was allegedly inaccurate after approximately 2 hours of navigating a functional endoscopic sinus surgery (fess). He checked accuracy on the nose and was inaccurate with all instrumentation. He elected to re-register the patient. Tracer was used for both registrations. After re-registering navigation was accurate again. The rep reported that when the emitter and emitter cable were manipulated that the emitter tracking was sensitive and the position of the emitter in the tracking window would change from too close to too far with little effort. The surgeon was able to complete the surgery while still using navigation and no impact to the patient outcome.

Manufacturer narrative:
The patient demographic information has been requested, but is not available at this time. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The field generator was connected to a test system with the ent application. The emitter was put in navigation mode for 48 hours with green status and accurate navigation. The emitter passed the peg board test with an error of 2.678mm. Fully functional.